Event description:
It is reported that the device was implanted in 2006. Post-op, dislocation occurred. After manipulation, the surgeon will observe the patient's progress. There is no further info about this event.

Manufacturer narrative:
Cause cannot be definitively determined. Methods and results - no product was returned. Review of the device history records was also not possible, as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add' l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.